Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a button error on his insulin pump. He said he got off a boat and his blood glucose was 400 mg/dl. The numbers are scrolling by themselves. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer stated he will call paramedics if needed. Nothing further reported.